Event description:
The pad's cord was making the ligasure unit alarm until a new pad and cord was plugged into the ligasure unit. This pad which failed was checked to ensure it was in full contact with the patient's dry skin. No other information available.